Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported battery leakage was noted inside the device. The device was returned to the biomedical department from an unknown floor for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testin the customer contact reported the device was operable on ac and dc power. No add'l info was provided.